Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The routine 1 month and 6 month follow-up visits were uneventful. The routine 12 month follow-up CT on (B)(6) 2014 showed the presence of a type ia endoleak. The physician elected to monitor the patient until a CT can be taken at a later date. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
A re-intervention was performed to place a balloon expandable stent in the seal zone which successfully resolved the type ia endoleak. The site also reported a type iii endoleak but further internal evaluation identified the presence of a type ii endoleak from multiple patent lumbar vessels entering the sac. As of the date of this report, there have been no additional patient sequelae reported. Remains implanted.